Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy, the nerve monitoring system was not displaying responses from the nerves being monitored. Troubleshooting steps included observing a stimulation increase and hearing a "tweedle" sound when stimulating non-nerve tissue, ensuring all electrodes passed the electrode check, plugging in a patient simulator to confirm proper system monitoring, reseating the pi box into the nim, and decreasing the threshold. Despite these efforts, it was not possible to attempt nerve stimulation to verify if the system was monitoring correctly. The electrode check would intermittently change from green to red and back to green. There was no patient impact.